Event description:
Patient was attempting to get out of bed using a walker. The bed rolled away from under her and she fell onto her right side, striking her head on the bed frame causing a 2 1/2" laceration to the rt parietal area. Aptient complained of pain in right upper leg with decreased range of motion of the right leg. The wheels were locked with the breaking device, but the design of the caster allowed to swivel which permitted the bed to move about 6" taking away the patient's support. Patient was transported to another hospital where she was diagnosed as having an intertrochanteric fracture of the right hip. A zimmer nailing of the hip was done and patient has a good prognosisdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: design - inadequate. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.